Event description:
It was reported that the customer experienced issues with quick bolus but declined to troubleshoot the problem further. There was no adverse impact to the customer¿s blood glucose level. No additional actions were taken as the customer did not request further assistance from technical support.